Manufacturer narrative:
Logfile review for the date of treatment shows no errors or any relevant warnings that could have contributed to the reported event. The energy was stable during treatment day. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient developed secondary mild anterior stromal haze following a corneal inlay procedure in the right eye ten weeks post operatively. The patient had decreased distance visual acuity. The inlay was removed. The patient used antibiotic drops two days prior to surgery then three times daily for seven days. A topical steroid drop was prescribed and tapered for four to six weeks.